Manufacturer narrative:
Product event summary: at the incoming inspection for analysis, it was determined that the cable was broken.

Event description:
It was reported that the external pulse generator did not provide any pace pulses. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the atrium cable returned along with the generator was broken.